Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received for analysis. Visual inspection found the device was in used condition. The event history log was reviewed. Functional testing was performed. The interconnect board was replaced along with the plunger cable to correct this issue. The pump passes all validation tests following the repair. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a positive supply background error and that the component was burnt on the interconnect board. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.